Event description:
During a cervical rf procedure two probes failed from the same lot with a warning 06/tc-failure. The surgeon then used a 10cm denervation probe from another lot and that too had failed (ref:1216828-2005-00036). A 15cm denervation probe was used to complete the procedure and it was reported that the patient was not injured in any way.